Manufacturer narrative:
The physician's office has continued to use the pump for demonstration purposes and as a pt loaner pump with no reported malfunctions or adverse events. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was found unconscious by a neighbor. He was pronounced dead on (B)(6) 2010 by a medical examiner at the pt's home. The death certificate listed cardio-pulmonary arrest as the immediate cause of death; ischemic heart disease and diabetes mellitus were listed as cofactors. His blood glucose was said to be 39 mg/dl at the time he was examined. There was no autopsy. The pt's pump trainer reported that he understood and operated the pump without difficulty. The pump settings and histories were downloaded at the physician's office. On (B)(6) 2010, there were bolus deliveries at 12:00 am (3.95 units) and 2:00am (4.4 units). There were no other bolus deliveries in the history prior to the declaration of his death on (B)(6) 2010. The bolus amount for (B)(6) 2010 (8.35 units) was smaller than the average daily bolus of 11.0 units. The programmed basal rate for 24 hours was 18.75 units daily; the three-day average daily basal delivery prior to the pt's death was 17.80 units. The report indicated that the pump was primed more often than usual on the four days prior to his death. The last prime was activated on (B)(6) 2010 at 5:12 pm. There were no relevant alarms in the history that would have triggered a need to prime the pump. There were no allegations of pump malfunctions prior to or subsequent to his death. This complaint is being reported because of the possibility that the pt primed the pump while attached. A hypoglycemic event may have aggravated an existing heart condition. There can be no certainty of this postulation as the pt was alone during this time period.